Event description:
It was reported that there were concerns that there was potential pacing inhibition on this left ventricular (lv) lead due to the minute ventilation (mv) oversensing. Boston scientific technical services (ts) reviewed latitude reports and did not see any noise, signal artifact monitoring (sam), or tachycardia episodes on latitude. Ts discussed mv artifacts and oversensing with the caller. It was noted that the patient has had multiple events of syncope and is now afraid when the syncopal episodes will occur. External reports show the patient experienced asystole, lightheadedness, and shortness of breath on multiple occasions. An x-ray was performed and no signs of lead placement changes or lead issues. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns that there was potential pacing inhibition on this left ventricular (lv) lead due to the minute ventilation (mv) oversensing. Boston scientific technical services (ts) reviewed latitude reports and did not see any noise, signal artifact monitoring (sam), or tachycardia episodes on latitude. Ts discussed mv artifacts and oversensing with the caller. It was noted that the patient has had multiple events of syncope and is now afraid when the syncopal episodes will occur. External reports show the patient experienced asystole, lightheadedness, and shortness of breath on multiple occasions. An x-ray was performed and no signs of lead placement changes or lead issues. The lead remains in use. No additional adverse patient effects were reported.